Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and (B)(6) 2012 and mesh was implanted into the patient during both surgeries. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, perforation, and recurrence. It was reported that patient underwent a procedure on (B)(6) 2006, due to complications of mesh. It was reported that patient underwent mesh revision/removal on (B)(6) 2012, due to eroded mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with repair of vesicoperitoneal fistula and cystoscopy.